Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed from surgery. The external visual inspection revealed the electrode was severed as well as damaged silastic overmold on both the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly experiencing skin blisters and skin discoloration of the skin flap. On (B)(6) 2018, the recipient underwent surgical excision of a post auricular lesion where inflammation was noted. On (B)(6) 2018, the recipient was seen at the clinic due to the recurrence of the post auricular lesion. The recipient presented with pain and was unable to tolerate the sound processor. On (B)(6) 2018, the lesion ruptured with partial extrusion of the electrode. Inflammation was once again noted, removed, and sent for analysis. The recipient's device was also explanted. The recipient will be reimplanted at a later date.